Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death it was taken off before passing. Caller stated that the customer died due to diabetes complications and stroke. Caller stated that the customer was in the hospital for a month and he had two heart attacks, kidneys failed, his brain started bleeding and had a stroke. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.